Event description:
It was reported a spectrum pump experienced constant air in line alarms, where no air was present. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation confirmed constant air in line alarms and found a failed upstream sensor. The upstream sensor failed due to excess solder connecting two circuit points. The failed upstream sensor was replaced.